Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: barbieri, c.h., mazzer, n., aranda, c.a., de o. Pinto, m.m. (1997). Use of a bone block graft from the iliac crest with rigid fixation to correct diaphyseal defects of the radius and ulna. Journal of hand surgery (british and european volume), volume 22b, version 3, pp. 395-401. Brazil. This report is for unknown 3.5mm dynamic locking plates, unknown quantity, unknown lot. Product code: hrs. UDI #: unknown part number, UDI unavailable. The investigation could not be completed and no conclusion could be drawn as no device was returned and not lot number or part number were provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: barbieri, c.h., mazzer, n., aranda, c.a., de o. Pinto, m.m. (1997). Use of a bone block graft from the iliac crest with rigid fixation to correct diaphyseal defects of the radius and ulna. Journal of hand surgery (british and european volume), volume 22b, version 3, pp. 395-401. Brazil. The study included twelve patients (10 males, 2 females) with a mean age of 29 years (range: 11-71 years) who were operated on to repair diaphyseal defects of the radius and ulna. The patients were treated with a bone block graft from the iliac crest and implanted with synthes ao 3.5mm dynamic compression plates. The following complications were reported: 1 patient presented with deep infection. This is report 3 of 4 for (B)(4). This report is for unknown 3.5mm dynamic locking plates.